Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the right side.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side rupture, "double capsule", and implant exchange due to patient's concern with the product. Patient's spouse later also reported rupture and "silicone in lymph nodes". Device has been explanted.

Manufacturer narrative:
Device evaluation: october 03, 2023, with lot number#: 2685108. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event not related to the device. Rupture: no observed, openings on the device. Lymphadenopathy: unable to observe, as it is a medical event. Not related to the device. Double capsule: unable to observe, as it is a medical event. Not related to the device. Additional observations: deformation observed, creases observed, black mold like appearance observed, yellow encapsulation observed, wear abrasion observed.

Event description:
Healthcare professional reported, a right side rupture. "Double capsule". And implant exchange, due to patient's concern with the product. Patient's spouse, later also reported, rupture and "silicone in lymph nodes". Device has been explanted.